Event description:
The customer reported that the system would not start up (no boot). This resulted in a recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.